Event description:
Information received indicates the head end brake casters will not go into brake.

Manufacturer narrative:
The technician found the bolt broken off the brake/steer linkage. The technician replaced the nut and bolt to repair the bed.